Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the knife in the custom pak was not as sharp as usual and the surgeon found it difficult to penetrate the pt's eye. There was no harm to the pt reported.